Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported a catheter placed on (B)(6) 2016 was removed due to an infection of unknown origin. Upon examination of the removed catheter the physician noted the device was ¿fragile at the junction between the large & thin part of the catheter so she decided to test it and pulled it out a little bit on the extremity it, then it cracked.¿ a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, instructions for use (IFU), specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the outer catheter had pulled apart at the hub, which exposed the inner catheter. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures have been previously conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.